Event description:
It was reported that the serial adapter cable on the programming handheld device became frayed over time and could no longer be used. The site was sent a new handheld device and have discarded the old handheld cord.